Event description:
Following deployment of a filter via a femoral approach, the pusher got caught on one of the filter legs. In an attempt to free the filter, it was inadvertenly pulled into the right common iliac. Another filter was successfully placed from above with no complications. This device remains implanted. Therefore, no failure analysis will be performed. Co.'s follow-up revealed manipulation maneuvers utilized during attempts to free the pusher may have contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: " do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."